Manufacturer narrative:
We have no further complaints on the material/batch. We have no further inventory of the material/batch. No error reported with the product, incident due to handling error by the phlebotomist. The complaint was filed for documentation purposes due to the needlestick.

Event description:
Customer states there was a needlestick when engaging the quickshield guard. Phlebotomist's thumb slipped off the quickshield guard and the needle tip scraped the side of the thumb. It ripped through the glove and broke the skin.